Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The following outcomes were attributed to the device: pain, erosion, recurrence, dyspareunia, and urinary/bowel problems. It was reported that the patient underwent mesh removal/excision on (B)(6) 2006 and (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a transcutaneous aortovelography / bilateral salpingo-oophorectomy, uterosacral vault distention, abdominal paravaginal defect repair and cystoscopy on (B)(6) 2003. It was reported that the patient underwent excision of vaginal apical mesh and cystoscopy on (B)(6) 2012. It was reported that the patient underwent excision of eroded mesh suture on (B)(6) 2010. It was reported that the patient underwent excision of mesh at apex on (B)(6) 2006.